Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 278 mg/dl. The customer delivered a correction bolus to address bg level. Reportedly, the suspected cause of the elevated bg level was due to having an infection. Recommendation was made to consult with health care provider regarding diabetes management.